Event description:
It was reported that patient was hospitalized for hyperglycemia. Blood glucose read "hi" on patient's blood glucose meter and resolved to 214 mg/dl in the hospital approximately 3 hours after insulin injections were delivered to correct elevation.

Manufacturer narrative:
The patient's physician and nurse indicated that blood glucose excursions are not uncommon for this patient. The nurse ((B)(6) at dr.(B)(6) office) reviewed the pump history and indicated that the patient had changed basal rate settings without the doctor's recommendations. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed, and a supplemental report will be filed. No conclusions can be made at this time.